Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the valved trocars leaked at the location of the infusion cannula and illuminator during a vitrectomy procedure. The procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided. Three opened trocar assemblies were received with no tip protectors in a tray for the report of leaking. The returned samples were visually inspected. One sample was found non-conforming with a damaged septum, one sample was non-conforming with an open valve and the third sample was found non-conforming with an extra slit in the septum. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 6 additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).